Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient was prescribed oral antibiotics and infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported an infection was present at the ipg site. Patient was prescribed oral antibiotics and infection has subsided.

Manufacturer narrative:
B3-date of event is estimated.